Event description:
It was reported that the pta balloon dilatation catheter could not be withdrawn through the 7f introducer sheath after angioplasty was successfully performed in the iliac artery. Both devices were removed simultaneously without further incident. No patient injury.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.